Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Initial reporter occupation: non-healthcare professional. Investigation evaluation: two devices were included in the return. Device #1 was returned in an open tray from the lot number provided in the report. Device #2 was returned in a sealed tray from the lot number provided in the report. The labels match the product returned. For device #1 (used), our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The returned catheter did not appear to contain any powder. When tested as returned, the device sprayed as intended with and without the included catheter. The co2 cartridge discharged upon deactivation of the device and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device sprayed as intended with and without the returned catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. For device #2 (sealed, unused), our laboratory evaluation of the product said to be involved could not confirm the report. The device was sealed in the original packaging, therefore all components were included in the return. The device state was as intended. The co2 cartridge was removed to confirm that the device had not been activated during transit. The co2 cartridge had not been punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When activated and tested, the device sprayed as intended with and without the catheters. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray was not found in our laboratory evaluation because the devices functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. However, the report indicates that the used device was tested prior to use, which is the most likely cause of this occurrence. The IFU states, "do not test device prior to insertion of the endoscope accessory channel as this may increase risk of catheter occlusion." The second catheter was not returned therefore a catheter clog cannot be eliminated as the cause. Therefore, the used device is considered to be confirmed based on the user report. The unused device is not confirmed because it functioned as intended. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The hemospray was activated, then pretested one time with power and powder [outside of the endoscope]. Once the device was in position through the endoscope channel, the pistol was out of order, no power with carbon dioxide (co2) [unable to spray once down endoscope after spraying prior to use]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding section: suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section: PMA/510k: den170015. Occupation: non-healthcare professional. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The hemospray was activated, then pretested one time with power and powder [outside of the endoscope]. Once the device was in position through the endoscope channel, the pistol was out of order, no power with co2 [unable to spray once down endoscope after spraying prior to use]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.